Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit but was unable to reproduce the reported event. When evaluating the device, the display worked as expected. The unit¿s software was upgraded to 4.6b, tested, and meets company specifications. In the event additional information becomes available, a follow-up report will be submitted at that time.

Event description:
The customer stated ¿the display is blank on this unit. There was no patient involvement.¿